Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant procedure (related manufacturer reference number: 1627487-2026-01966), a portion of the lead was left implanted. Surgical intervention may take place at a later date to remove the portion of the lead.